Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home, in the fifth wheel, in bed. The caller stated that the cause of death is unknown at this time. The caller stated that the date of death was between (B)(6) 2016. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The customer lived in their own home away from the caller. The caller did not know the customer's blood glucose at the time of death. The caller state that last year the customer lost a toe due to diabetes complications. The caller did not have the insulin pump and did not know where the device was. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.